Manufacturer narrative:
Investigation: customer returned photos of a 3/10cc syringe. Customer states that the hub was detached with the shield. The attached photos were examined and exhibited the hub-needle/shield assembly separated from the barrel. A review of the device history record was completed for batch # 9028795 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Process summary: automatic syringe assembly machine, which feeds 3/10cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. DHR, l2l dispatches, and logbook entries were looked at, nothing pertaining to this defect was found. Root cause for this defect cannot be determined. CAPA#1122103 has been opened to address this issue.

Event description:
It has been reported that one bd insulin¿ syringe with the bd ultra-fine¿ needle has been found with the hub separated from the device before use. The following has been provided by the initial reporter: the hub was detached with the shield.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one bd insulin¿ syringe with the bd ultra-fine¿ needle has been found with the hub separated from the device before use. The following has been provided by the initial reporter: the hub was detached with the shield.